Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant on unknown date in (B)(6) 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Event description:
It was reported there was a hardware removal of one right distal tibia plate, thirteen 3.5 mm locking screws, and two 3.5 mm cortex screws. The original implant was on unknown date in (B)(6) 2012. All implants were recovered. The revision surgery was due to an infection. The revision procedure was successfully completed with no patient injury. This is report 1 of 3 for complaint (B)(4).